Manufacturer narrative:
(B)(4). Batch #m90j60. The device was received with damage to the jaw. A closer inspection of the jaw showed that it was scratched on the top/proximal side. It appeared to have scratch marks. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. It is likely that the damage to the jaw was caused by something metallic, like another gripper or tool. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device not working. Not able to forward I-blade. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.